Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using plate columbia ag 5prct sb 90mm the customer observed biological contamination of the media. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: customer found a plate with contamination, identified in malditof as bacillus idriensis.

Event description:
It was reported that while using plate columbia ag 5prct sb 90mm the customer observed biological contamination of the media. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer found a plate with contamination, identified in malditof as bacillus idriensis."

Manufacturer narrative:
H.10 manufacture narrative: complaint history review: complaint history was reviewed and a trend was identified for this product. Batch history record (bhr) review: the bhr was reviewed. No deviations from validated manufacturing processes were identified. Sample analysis: retain samples were reviewed and incubated. No contamination observed after the incubation. Return samples were not provided and the contamination cannot be identified on the shared picture. Evaluation results: this product is filled under aseptic conditions. Therefore sterility of the finished product cannot be guaranteed. Unfortunately a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. In consequence, occasional contaminations cannot be prevented. In this case, a trend was identified. Currently several cross-functional teams are conducting extensive investigation to reduce the occurrence for such subliminal contaminations. Please be aware that such investigation will take its time. A definite root cause was not identified. Bd will continue to monitor incoming complaints for similar defect types. Investigation conclusion: although contamination could not be observed on the shared picture and after the incubation, the complaint can be confirmed based on the trend that was identified. A thorough investigation is currently being performed. H3 other text : see h.10.